Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager refrigerator failed and required maintenance. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2012, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed intermittently. The field service engineer (fse) inspected the auxiliary cable, verified errors using the hardware test application, replaced the damaged cable, and retested the device to confirm proper operation. The system functioned as intended after the field service engineer resolved the issue.